Event description:
The event is reported as: complaint form indicates - "when doctor connected bag there was no drainage. Pt's bladder was filled via indwelling catheter and still no drainage as visible. The physician then connected legbag and good drainage was observed." No pt injury reported.

Manufacturer narrative:
A device history report (DHR) was reviewed and no issues or discrepancies were found that could potentially relate to this complaint. DHR shows that the product was packed and inspected according to our specs. No corrective action and no conclusion can be established since the defective sample was not received for eval. The MFR will continue to monitor and trend relating complaints.